Manufacturer narrative:
(B)(4). Results - product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon, shaft, hub and in the guide wire lumen. There was contrast visible in the inflation lumen and in the balloon. The stent implant was not on the balloon and was not returned. The balloon was loosely folded. There were crimp marks on the balloon where the stent had been between the markers. The protective sheath was not returned. There was no damage noted to the sds. Product performance engineering reviewed the incident. It should be noted that the instructions for use (IFU) instructs the user to inspect the xience v everolimus eluting coronary stent system prior to use and not to use the product if any defects are noted. Analysis of the sds noted blood visible on the balloon, shaft, hub and in the guide wire lumen and contrast visible in the inflation lumen and in the loosely folded balloon. This is consistent with handling, preparation, and suggests the sds was loaded onto the guide wire and the balloon had been inflated. It was confirmed that the stent implant was dislodged from the balloon and not returned for evaluation. However, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The protective sheath was not returned for evaluation which may have assisted the investigation. Reportedly, the protective sheath was inspected after it was noticed the stent implant was missing, however, it was not observed to be inside the sheath. Stent retention can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units are destructively tested to verify stent dislodgement force and the units are again inspected for stent placement, crimped stent outer diameter and stent damage. It is possible that the stent became disrupted on the balloon while advancing the sds through the mildly tortuous and moderately calcified lesion, then during the attempt to remove the sds, the stent implant dislodged; however, a conclusive cause cannot be determined. The manufacturing records were reviewed and there were no non-conforming material reports issued for this lot that could have contributed to the incident and all on-line inspections and testing met manufacturing criteria. In this case, a conclusive root cause for the reported missing/dislodged stent implant cannot be determined. Additionally, the user error of incorrect prep/failure to inspect the sds prior to use, did not cause or contribute to the missing/dislodged stent implant. There is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported it was noticed during the procedure that there was no stent mounted on the stent delivery system (sds); however, there was not a stent check performed during prep. During the procedure, the stent struts could not be visualized on fluoroscopy. After removal of the sds from the patient, angiography and ivus were performed to ensure that the stent did not dislodge in the patient, and it was confirmed that the stent was not located anywhere in the patient's coronary. The protective sheath was checked and the stent was not inside the sheath. It was stated that it is thought that there were never a stent on the balloon. No additional event or patient information is available. This event is being filed based on the return goods lab analysis of the device, which revealed crimp marks on the balloon indicating that the stent was originally crimped on the balloon and may have dislodged during unpacking.